Event description:
During evaluation of a returned large volume infusor, a segment of the tubing was determined to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between january 24, 2024 and january 26, 2024. The device was received for evaluation. Visual inspection revealed that a segment on the tube set was damaged. During evaluation, indentation marks from the manufacturing flow wrap sealer equipment were observed. The cause was identified to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.